Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic low anterior resection procedure, upon the second firing with the reload, the device stopped firing at the scale value 4. The reload was replaced with a new one and the same issue occurred. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* 60mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual examination of the reload noted that it was partially fired. The anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. During functional testing, the reload was loaded onto a control instrument and reset, after which the reload functioned normally. Replication of the reported and observed conditions may occur if the device is fired over tissue that is beyond the recommended thickness or application of the device with an obstacle incorporated in the jaws. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.